Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. A patient death was referenced in the article, with no specific manufacturer or device serial number correlation. Other complications/failure modes were listed as electromagnetic interference (emi), and a report of sepsis. The article indicated there was device reprogramming completed. The status of the devices is unknown. Further follow up did not yet yield any additional information. The cause of death and device relatedness has been requested, but not yet received. Additional information was received indicated that although the actual causes of death were not received, the author did state that "there were no allegations against any of this manufacturer's products or device complications."

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Multiple manufacturers were referenced in the article, but with no manufacturer death-device/product failure correlation. The date of death is purely an estimate, as there is no direct indication of medtronic-device patient deaths. The gender of the baseline characteristics is male and the baseline age is (B)(6). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: randomized controlled trial of perioperative ICD management: magnet application versus reprogramming. Pace pacing and clinical electrophysiology. 2014;37(9):1219-1224. (B)(4).

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Multiple manufacturers were referenced in the article, but with no manufacturer death-device/product failure correlation. The date of death is purely an estimate, as there is no direct indication of medtronic-device patient deaths. The gender of the baseline characteristics is male and the baseline age is (B)(6). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: randomized controlled trial of perioperative ICD management: magnet application versus reprogramming. Pace pacing and clinical electrophysiology. 2014;37(9):1219-1224. (B)(4).

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. A patient death was referenced in the article, with no specific manufacturer or device serial number correlation. Other complications/failure modes were listed as electromagnetic interference (emi), and a report of sepsis. The article indicated there was device reprogramming completed. The status of the devices is unknown. Further follow up did not yet yield any additional information. The cause of death and device relatedness has been requested, but not yet received.